Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that a patient underwent a right total knee arthroplasty procedure on (B)(6) 2010 and topical skin adhesive was used on the skin. On (B)(6) 2010, the patient developed a surgical wound infection and a culture was done which identified (B)(6). The patient was prescribed (B)(6) intravenous for six weeks. The patient is not doing well. Since the procedure the patient has had multiple other medical problems and almost died from renal failure and pneumonia. The patient was non-compliant after his the original procedure. The patient has not walked in months. The mental status has deteriorated. The patient has persistent drainage, and was contemplating an amputation recently to control the pain, swelling, and infection. The patient is currently in a nursing home. (B)(4).

Event description:
It was reported that a patient underwent a right total knee arthroplasty procedure on (B)(6) 2010 and topical skin adhesive was used on the skin. On (B)(6) 2010, a culture was done and identified (B)(6). The patient is not doing well. Since the procedure the patient has had multiple other medical problems and almost died from renal failure and pneumonia. The patient was non-compliant after his the original procedure. The patient has not walked in months. The mental status has deteriorated. The patient has persistent drainage, and was contemplating an amputation recently to control the pain, swelling, and infection. The patient is currently in a nursing home.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.